Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) device analysis found fractured battery bond wires.

Event description:
It was reported that the device had experienced multiple electrical reset conditions during its implant time. It was reprogrammed after each event and eventually experienced electrical reset again. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".